Event description:
It was reported that while stimulation was on or off, the patient had pain at his back that travelled down to his legs. The pain symptoms began following a fall that occurred in (B)(6)2011. The patient fell down the stairs and had pain since then. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778, lot# v572264022, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).